Event description:
It was reported that after inserting the lasso navigational variable eco catheter into the patient during this procedure, there was noise on the electrodes on both the ep recording system and the carto system. The cable was changed but the issue remained. Then this catheter was changed and the problem was resolved. This catheter had to be changed in order to proceed and finish the procedure as the noise was very bad. No further complications were reported. There was no patient injury reported in this case. Upon request additional clarification was provided on the event. The noise occurred on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto system and the ep recording system at the same time. The physician was not able to interpret the bs and ic recordings because of the presence of the noise. Therefore, the catheter had to be changed.

Manufacturer narrative:
The reported lot number was 15839016l. However, this lot number is not reflected in our database. (B)(4).